Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify an opening sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient wanted implant removed out of fear for developing alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported patient wanted implant removed out of fear for developing alcl. Medical report states a ruptured device was found during explant surgery. The device was not replaced. Right side.